Event description:
It was reported by service report that the seat could not support weight as a result of a bent seat frame and broken strut bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.